Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: unknown. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the active associations could not be recognized at all. The foot switch did not work either. Passive frames and passive pointer probes could be used without problems. There was a malfunction of polaris spectra system control unit (scu). There was no delay to the procedure. No impact on patient outcome.